Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have broken blade at the base of the blade. A piece measuring approximately 13 mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, the harmonic ace instrument cutting head was broken leading to significant complaints. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during an instrument removal task, a part of the instrument's tip was observed to be still attached but connected loosely, approximately 30 minutes into the procedure. No part of the tip completely detached, and no fragments fell into the patient. The instrument had been inspected prior to use and appeared to have no damage or abnormalities. The surgeon did not notice any issues with the instrument's functionality before the issue occurred, nor did the instrument collide with any other hard materials. The surgeon believed the cause of the issue was product quality problems. No photographic images or video recordings are available for review.